Manufacturer narrative:
Event date: the procedure was performed during the week of (B)(6) 2016. However; the exact date is unknown. Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #3005099803-2016-01245 addresses the first resolution clip, manufacturer report #3005099803-2016-01111 addresses the second resolution clip, and manufacturer report #3005099803-2016-01134 addresses the third resolution clip. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clips would not detach from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.